Event description:
Physician reported right side capsular contracture, baker grade iii. The device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Information contained in this report was previously submitted through [asr/psr/410psr] on 01/30/2020. Reason for reoperation: capsular contracture baker grade iii.